Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted thoracic lobectomy. After discharge, the patient had a persistent coughing episode and experienced pain in the right hemithorax. At the outpatient check-up, the chest x-ray showed a suspected right rib fracture and pneumothorax, for which the patient underwent chest drainage placement. A follow-up chest x-ray is scheduled. The event is ongoing. There was no report of a da vinci device malfunction. The study investigator reported the event as moderate severity, clavien-dindo grade iiia, not related to a da vinci device, but possibly related to the procedure and possibly related to the patient underlying disease status.